Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr, 3.0x38mm stent delivery system (sds); was returned for analysis. A visual examination of the crimped stent found proximal struts pushed in a distal direction, distorted and bunched, some struts had lifted. The undamaged stent od (outer diameter) was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09-dec-2016. It was reported that crossing difficulties were encountered. The 89% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). The lesion was predilated with a 2.5x20mm non-bsc balloon catheter. A 3.00x38mm synergy¿ drug eluting stent was advanced but the device failed to cross the lesion. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed proximal stent damage.